Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
Additional information indicates that both the right ventricular and right atrial channels were programmed to unipolar. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision was scheduled for the right ventricular (rv) lead associated with this pacemaker. High rv impedance measurements had caused a lead safety switch. It was also noted that lead impedance measurements were irregular. Oversensing of the minute ventilation (mv) signal was also found with a three second pause on the rv due to mv oversensing. An x-ray was unremarkable. Boston scientific technical services (ts) discussed this was likely due to a spring contact issue, rather than a fracture. Ts recommended performing pocket manipulation and isometrics while testing impedances and looking for noise. Ts also discussed programming options to mitigate the irregular impedances. Device behavior during troubleshooting suggested the issue was with the spring contact. Mv was programmed off. Ts later found the same issue on the ra lead and suggested troubleshooting. This device remains in service. No adverse patient effects were reported.